Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). Upon further review, it was reported the technician/engineer/end-user may have been at fault due to installing the incorrect older model turbine assembly, which is no longer available or supported. At this time, the distributor reported the end-user has been quoted for a replacement turbine assembly. No suspect components will be returned for further evaluation.

Event description:
The customer reported while using the vela ventilator; the unit's delivered volumes are high. The customer performed troubleshooting; but the issue was not resolved. The customer reported there is no patient involvement associated with the event.